Manufacturer narrative:
D10 concomitant products: sigtrsb45amt, sigtrsb45amt 45mm med thk reinforced rel (lot#: unknown), sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#: unknown), sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#: unknown), unk-sigadapt, unknown signia egia adapter (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lung volume reduction surgery, the device indicated a tissue thickness level of 2, suggesting moderately thick tissue. The stapler abruptly stopped halfway through the firing sequence. The surgeon required three different staplers to fully transect the tissue, whic219930-2025-02566h extended the surgical time by over 10 minutes. No patient complications have been reported as a result of this event.